Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported a vent inop; data aquisition/ printed circuit board assembly/ analog digital converter (pcba adc) reference failed. No patient involvement or harm was reported.

Manufacturer narrative:
The manufacturer's field service engineer reseated the motor controller pcba and the cpu pcba to resolve this issue. There were no parts replaced.